Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels since the previous day. Bg levels were addressed with boluses from the pump. A system check performed with tandem technical support indicated that the pump was operating as expected. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.